Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, worn bearings were discovered, which can be a cause of overheating.